Manufacturer narrative:
The balloon catheter, afapro28 with lot number 98857, was returned and analyzed. Visual inspection of the balloon catheter showed the inner balloon had dried blood. Smart chip verification indicated the catheter was used for three injections. The performance test failed due to system notice 50005 ¿fluid detection.¿ pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed on the balloons. Dissection showed a guide wire lumen breach at 1.02 inches from the tip. Visual inspection under microscope revealed a breach on the guide wire lumen due to twist. Dissection of the handle didn¿t show traces of blood. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen breach and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.